Event description:
This unit failed during a posterior vitrectomy procedure. Another unit was used to complete the procedure.

Manufacturer narrative:
The posterior iop switch was working properly but there was no iap output. The p5 connector on the pneumatic interface board was only connected half way. The connector was reseated properly. The back panel fan was disconnected and the vitrectomy valve muffler was missing. The problems were corrected and the unit then passed all tests.